Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned with no anomalies noted. Visual analysis noted the lead was returned with the lobes un-deployed. The outer insulation was breached cut. Electrical testing determined that continuity of the conductors was complete.

Event description:
It was reported that during the implant procedure, after securing the lead and connecting it to the device, high impedance was noted with no capture, along with noise noted at the suture sleeve around the lobe securing sleeve. Also noted was a possible lead fracture. The lead was not implanted. No patient complications have been reported as a result of this event.